Manufacturer narrative:
(B)(4).

Event description:
This lead was attempted but not implanted due perforation. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was received with an inserted stylet and was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, the stylet could only be removed with additional force. A new stylet intended to be used with this lead could not be properly introduced and advanced within the leads lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the implantation procedure. Further analysis of the lead did not show any deviations which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.